Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels in the 1000 mg/dl range and diabetic ketoacidosis (dka). The customer subsequently passed away. Reportedly, the cause of death was due to dka and hypertension. The cause of the high bg was unknown. However, per the tandem clinical diabetes specialist (cds), it is possible that the customer was no longer managing bg levels or treating for elevated bg levels. The customer had advanced parkinson's disease and requested that no life saving measures be taken. No treatment was administered for elevated bg level, dka, or hypertension.